Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are filed under a separate medwatch report number.

Event description:
This is filed to report difficult to remove and clip jumping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2021, the first clip delivery system (cds 10428r183) was advanced to the mitral valve, and the clip was deployed. Then a second cds (01106u155) was advanced to the mitral valve; however, the arm positioner was turned with unusual resistance. Then the clip jumped into an inverted state. The clip was able to close, but then it was observed that one of the grippers was stuck in the first implanted clip. The clip was maneuvered and became free. However, this caused the first clip to become detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The second cds was removed with the clip attached and the procedure continued with an xt clip (01107u189). The xt cds was advanced to the mitral valve, but grasping was difficult due to the slda clip caused some visualization issues from the shadowing of the clip. The xt clip was able to get a good grasp, but the posterior leaflet was observed to be damaged. The xt clip was deployed to stabilize the slda and further reduce mr. However, upon deployment, the xt clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda).the physician stated the patient has friable leaflets which caused the second slda. The procedure was aborted. The patient is stable and will remain hospitalized until a decision is made on how to further treat. The tissue damage was left untreated. Two clips were implanted, and mr is 4+. There was no clinically significant delay in the procedure. Then on (B)(6) 2021, the patient underwent mitral valve replacement surgery. During surgery it was noted that the first clip was not an slda after all. The clip was stable on both leaflets; however there was a leaflet tear from the annulus of the posterior and anterior leaflet of the implanted clip. The patient is stable and doing fine. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis did not confirm the reported clip jumping and physical resistance of the arm positioner, as no issues were noted during testing. The reported difficult to remove could not be replicated in the testing environment as it was an outcome of procedural circumstance. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a conclusive cause for the reported physical resistance of the arm positioner could not be determined in this complaint. The reported clip jumpiness was a cascading effect of physical resistance resulting from tension on the device. The reported difficult to remove was an outcome of procedural circumstance/operational context. There is no indication of a product issue with respect to manufacture, design, or labeling.